Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 16, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and explained that replacement pump would have different software version with update available through customer account. Technical support provided instructions for storage mode, return of malfunctioning pump using prepaid materials, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement device, all of which customer understood and acknowledged.